Event description:
C-cc-CT - contamination; it was reported that the tips next to the lumen are colored differently than the rest of the catheter. The catheter tips look yellowed.

Manufacturer narrative:
Chemistry results were received. Chemistry testing found the substance to be similiar to silicone. The tip was viewed under ir microscope for analysis. The ir spectrum of the "yellowish" substance found around the tip of the catheter showed similiar absorption characteristics when comparing to silcone like material. The catheter body (around mid-section of catheter) was analyzed by ir microscope. The ir spectrum of the catheter body showed similiar absorption characteristics when comparing to polyurethane like material. A piece of the catheter tip was extracted, 20ml , the ir spectrum of the extract found similiar absorption characteristics when comparing to silcone like material.

Manufacturer narrative:
Customer report was confirmed. Avahf catheter was returned in an open tray. The catheter tip was found to have some yellowish discoloration on the tip area of the catheter body. Catheter will be sent of chemistry lab for testing.